Manufacturer narrative:
UDI plc 201200 lot: 15314831 (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with aneurysms in the abdominal aorta and the left common iliac artery which were treated with gore excluder aaa and gore excluder iliac branch endoprostheses. Reportedly the contralateral leg endoprosthesis was partially deployed in the sheath. During retracting of the delivery catheter through the distal partially constricted end of the device, the leading end of the catheter broke and was separated from the catheter. The surgeon used a snare and removed the separated leading end completely from the patient. The patient tolerated the procedure.